Event description:
It was reported that at a revision of a competitor lead, the physician noted damage to the device silicone and set screw. The set screw was replaced and all measurements were acceptable but the physician did not feel comfortable with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.